Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided did not confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure occurred on (B)(6) 2019. As per reporter, the nail was unable to distract.

Manufacturer narrative:
The nail was received for functional and visual testing and the reported event was confirmed. The root cause of the reported event was a result of excessive cyclic loading of the thrust bearing potentially due to patient non-compliance.